Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing.

Event description:
It was reported the ipg was unable to communicate with the external devices. It is unknown if the patient stoppled charging the device. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.